Event description:
The customer called stating that an hour ago their meter read 91 mg/dl and now it reads 288 mg/dl. During the troubleshooting process it was learned that the customer has been using excel off brand reagent strips. The difference in the results obtained with the off brand strips, if acted upon, may be clinically significant. The customer did not have the requesite supplies on hand to complete testing the meter. The requisite supplies were sent to the customer and followup testing indicated that the meter is functioning within specification. The customer has been informed that bayer does not provide or support the use of off brand reagent. Patient has been invited to contact company's 24/7 customer service line should any problems or questions arise. This complaint is considered closed for purpose of MDR.